Event description:
It was reported that a signal loss occurred. The sensor was inserted into the arm on (B)(6) 2024. On 5/11/2024 the patient was sweaty, ¿uneasy¿ and experienced loss of consciousness. The last warning the patient saw on the phone was ¿signal loss.¿ an ambulance was called, the paramedics took a bg (blood glucose) reading which was around 20 mg/dl; they did not check the phone for the cgm (continuous glucose monitor) reading but it was presumed that the alert was not heard. Of note, that patient's mobile app was put on silent mode. The paramedics were called, and the patient was treated with IV medication. At the time of the report the patient was feeling ok. Due diligence attempts to contact the reporter for more information were attempted but not successful. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.